Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Complainant reported an under-delivery problem with the pump. The intended delivery rate was 170 ml/hr. The actual delivery was 125 ml/hr.